Event description:
The pt's husband reported that the pt passed away in 2006. The husband reported that the pt had been explanted one week before, and that an analysis showed bacteria on the tip of the leads.

Manufacturer narrative:
The pt's husband did not remember the name of the physician who performed the explant, explanting facility, nor did he have any add'l info regarding the reported analysis. Original implanting physician did not have any other info. Advanced bionics is unable to follow-up regarding the return of explanted product. No product is expected to be returned for eval.